Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. As supplies were changed prior to the call, tandem technical support was unable to perform troubleshooting. Customer successfully reloaded the existing cartridge and insulin delivery was resumed.